Manufacturer narrative:
(B)(4). Device was manufactured in 12/14/2014-12/18/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a minicap with inadequate iodine on the sponge. The patient stated that there were no defects with the overpouch. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.